Manufacturer narrative:
Initial.

Event description:
It was reported that the caregiver observed the ilet pump frequently shutting down due to battery depletion despite correct placement on the charging pad, and a replacement pump was arranged; the reported device problem involved premature battery discharge and the affected component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.